Event description:
It was reported that the customer had to visit the emergency room and was subsequently hospitalized in the intensive care unit (ICU) due to a diabetes-related issue. Reportedly, the pump settings were entered incorrectly leading to a high blood glucose (bg) level of 361 mg/dl and a high ketone level identified as life threatening by a health care provider. The customer was treated with intravenous fluids and insulin to resolve high bg. Customer was discharged 2 days later, (B)(6) 2025 with the issue resolved and no permanent damage. System checks with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.